Event description:
It was reported that this pacemaker exhibited oversensing and pacing inhibition on a stored ventricular tachycardia (vt) episode, leading into an asystole greater than two seconds on the non boston scientific right ventricular (rv) lead. A rv lead fracture was suspected. Technical services (ts) recommended furthered evaluation. This pacemaker remains in service. No adverse patient effects were reported.